Event description:
This customer reported that the device failed to opcheck for the pacer test.

Manufacturer narrative:
(B)(4). This customer reported that the device failed opcheck for the pacer test. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.